Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1, d4 (version or model #, catalog #), g1 (contact person ¿ mfg site), h4.

Event description:
It was reported during testing prior to use on a patient the cs100 intra-aortic balloon pump (iabp) had an unexpected shutdown. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: b5, d1, e1, h6(investigation findings, component codes). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse replaced the power supply and confirmed the battery was charging. Both ran without issue for 30 minutes. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse replaced the power supply and confirmed the battery was charging. Both ran without issue for 30 minutes. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during testing prior to use on a patient the cs300 intra-aortic balloon pump (iabp) had an unexpected shutdown. There was no patient involvement, and no adverse event reported.